Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an individual with an implantable cardiac monitor experienced an incision that was not healing and expressed concern about a lack of explanation regarding device programming and function. It was further reported that the incision site was treated with antibiotics. The individual indicated that all information about the monitor and device had to be obtained independently. The individual was advised to inform their physician about the incision, which they stated had already been done. Education was provided regarding the monitor and device. The device remains implanted. No further patient complications have been reported as a result of this event.